Event description:
It was reported that stent fracture occurred. The 85% stenosed target lesion was located in the left circumflex artery (lcx). A 3.00 x 32 synergy drug eluting stent was selected for use. During preparation, the product was unpacked, and the lattice stent was noticed to be broken. The procedure was completed with another product. There was no patient involvement.